Event description:
It was reported that during a diagnostic procedure, the image on the videoscope was found to be very dark and could not be brightened up at all. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the dark image was confirmed due to a crack found in the light guide lens. Based on the results of the investigation, the probable cause of the complaint was due to cause traced to component failure, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.